Event description:
It was reported the catheter tip sprung out of the packaging when the healthcare professional (hcp) was peeling the paper away. The catheter tip went over the sterile insert. A new catheter was used. There was no impact to the patient. The patient was receiving effective therapy. There was no medication information reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), product type: catheter. Product ID: 8781, serial# (B)(4), product type: catheter. (B)(4). Analysis noted that upon receipt, the distal end of the catheter was out of place and protruding from both the inner tray and outer tray. The very distal tip of the catheter was taped in place on the outer tray. The catheter packaging inner tray did not properly hold the components in place.